Event description:
It was reported that some minicaps had the sponge separated from the cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured on 05/30/14 - 06/06/14. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.